Event description:
A pediatric patient was being infused with 0.2mg/ 1 ml concentrated dilaudid from an alaris patient controlled analgesic (pca) pump. At approximately 2200 it was noted that the patient's respiration rate was shallow (less than 5 breaths/min) with periods of apnea. The oxygen saturation (spo2) was 77%. The patient was arousable, but having difficulty staying awake. The patient was placed on 2 lpm oxygen and the pca was withheld. The resident physician was notified. The pca was changed to an 8 minute lockout cycle (was previously programmed at a 6 minute lockout). The patient continued to have a shallow respiration rate. The resident was updated and assessed the patient. The pca was discontinued and narcan was administered. The patient respiration rate increased to around 18 breaths/min, and the spo2 increased to 98.1%. Lortab was administered at this time. Biomedical engineering was notified, and the infusion pump pcu and pca module were tagged and removed from the unit for inspection, and an alternative pump was obtained for the patient. After the incident took place, another rn on the unit instructed the rn that observed the incident to verify the pca was programmed correctly. Two rns went to verify the programming of the pca and noted that it had not been programmed correctly. The pca was programmed using the 0.1mg/ 1ml concentration of dilaudid rather than the actual 0.2mg/ 1ml concentration stated on the syringe label. The delivery rate was programmed at 0.1 ml for every pca dose with a 6 minute lockout cycle, so the patient was actually receiving 0.02 mg of dilaudid with each pca dose, when only 0.01 mg was ordered. The pca programming was corrected at this time and the patient improved with no permanent harm noted. Biomedical and clinical engineering reviewed the pca and infusion pump event logs, and verified that on the day of the event (midnight), the pca was programmed for 0.1mg/ 1ml concentrated dilaudid. The syringe was labeled as 0.2mg/ 1ml concentration. The concentration was not changed again until approximately 0100 the following day. Therefore, the patient was receiving twice the ordered dose of dilaudid for an approximate 24-hour period of time. This incident is determined to be a use-error. The patient was given twice the ordered dose of dilaudid due to an error in programming of the drug concentration on the pca pump. The patient was stabilized and no further injury occurred. The alaris pca and infusion pump were thoroughly examined by biomedical engineering after the incident and no damage or malfunction was found.